Manufacturer narrative:
Product analysis: analysis confirmed that the universal serial bus (usb) was broken, but the sparking and inability to operate were not confirmed. It was noted that the usb's grounding clip was loose and moved freely inside the programmer, which could have caused the programmer to behave erratically. Analysis also found that the stylus was not working, although a known good stylus worked with the programmer. The power cord bay assembly latch was broken, the display hasps were broken, and both upper and lower cases were broken. Due to a lack of parts for repair, the programmer was scrapped and replaced with a different unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's universal serial bus (usb) port broke and "sparked". Subsequently, the programmer stopped working. The programmer has been returned for service. There was no patient involvement.